Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
(B)(4). The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first clip tested from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the first clip was unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which is preventing the clip from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context cause d or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first clip tested from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the first clip was unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.